Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device on tissue? Yes. How was the device removed from the tissue? It was not an issue to remove the device from the tissue. It was possible to open the instrument but not to fire. Was there any tissue damage? No, it was not any tissue damage since it was not possible to fire the instrument.

Event description:
It was reported that during a video assisted thoracoscopic surgery - lobectomy procedure, after they had stapled the vein and the artery with white cartridges without problem, they reloaded the instrument with a green cartridge in order to staple the lung and the device did not work at all. The knife did not move forward and the device was sort of "dead". They tried with the "reverse button" and then with the manual override. It did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The reported event could not be confirmed as the manual override worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.